Manufacturer narrative:
Device evaluation: product evaluation found lens returned in a small centrifuge vial, but there is clear surgical residue/debris on product. Visual inspection found no visible damage to lens, but there is clear residue on lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion: off label use (acd<3.00mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -5.5 diopter, in the patient's left eye (os) on (B)(6) 2015. On (B)(6) 2016 the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has been returned, but not yet evaluated.